Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported a patient underwent a revision acdf procedure at c5-6 using a cervical plate system and allograft bone to treat pseudoarthrosis 12 months following the initial surgery. Prior to the revision, x-rays showed two (2) size 4.0 x 13 mm variable angled screws were broken approximately half way down the shaft of screws. The c5-7 acdf was completed successfully however, screw fragments from the two (2) broken screws were left in the patient and, according to the report, the physician was only able to put one screw in at c5 level . In revison surgery, five (5) total screws were used instead of six (6). No further patient complications have been reported.

Manufacturer narrative:
Corrected information : product analysis: visually confirmed both returned bone screws are broken approximately ~3-4 threads below the start of the threading. Microscopic examination did not identify pre-existing material defect that could contribute to crack propagation. Fracture surfaces significantly smeared, preventing further fracture analysis. Dimensional inspection of the major and minor diameter found both screws conforming to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.